Manufacturer narrative:
Chest x-rays identified that the sensor is rotated in comparison to the ideal implant orientation. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
It was reported that the patient was unable to get readings from their cardiomems sensor and the site elected to implant a second sensor. Chest x-rays identified that the first sensor is rotated in comparison to the ideal implant orientation. The patient is also reported to have kyphosis which contributed to difficulty with positioning on the patient electronics device. There were no adverse consequences to the patient and they are successfully transmitting readings from the new sensor.